Event description:
Subsequent to the initial MDR, a correction is required. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that poor patch adhesion occurred. The sensor was inserted into the arm, which is off-label usage of the device. According to the patient, on (B)(6) 2025, they experienced a hyperglycemic event. The same day the sensor fell off, the patient experienced symptoms of headache and called emergency medical services. When a fingerstick was taken the reading was high, but no specific blood glucose reading was reported. It was reported that the patient got hospitalized, and that they declined to provide any further information. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and the probable cause could not be determined. No additional patient or event information is available.